Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: based on the provided information and since the complaint device was not returned, it was not possible to determine the exact cause of this event; however the most likely cause can be related to the patient condition. No evidence to suggest that product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) female patient underwent taa repair. The proximal side of taa was replaced with an artificial vessel and the taa was aneurismal from 10 cm below of anastomosis site of the artificial vessel to near the diaphragm. The access route was measured as 9 mm prior to the procedure, and tortuous was observed at right above the renal artery to the thoracic descending aorta. The user planned to place two 36 mm of zenith tx2 taa endovascular graft and inserted zteg-2p-36-152-pf first from the right but the delivery system would not pass the tortuous part near the diaphragm. He tried several times to push the delivery system to pass, but failed. He determined even if this one could pass, its' possible that the second device would not pass. Also the cut down site might have been damaged, he replaced it with zteg-2p-34-202-pf. He successfully advanced this smaller size of delivery system and placed the stent graft at the lower site than planned. This longer stent covered whole taa and the procedure was completed without endoleaks. Patient outcome: the patient did not experience any adverse effects due to this occurrence.